Manufacturer narrative:
This is two of two final MDR report being submitted for this complaint with associated MFR report 1226348-2016-00109. An enterprise device and prowler select plus micro catheter were received inside of a plastic bag. The received devices were inspected and no damages were noted on them. Some waves were noted on the device; however these appear to have occured during the handling of the unit when it was returned for evaluation. The stent was found deployed in the hub of the received micro catheter and no damages were noted on it. The received micro catheter was flushed using a lab sample syringe, after which a y connector was attached to the hub of the micro catheter and a lab sample enterprise device was introduced into the micro catheter. The sample enterprise stent could be advanced through the received micro catheter without any difficulty. A review of the manufacturing documentation associated with this lot 17286207 presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the prowler select plus catheter being obstructed was not confirmed. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process. Procedural factors and handling process may have contributed to the failure as reported. No corrective action will be taken at this time.

Manufacturer narrative:
This is two of two initial MDR report being submitted for this complaint with associated MFR report 1226348-2016-00109 (B)(4). Catheter (details unknown); enterprise stent (details unknown), 12 coils + 1 stent (details unknown). The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the hospital contact that the prowler select plus (606s255fx/17286207) microcatheter could not pass the enterprise 4.5x22 stent through the lumen. It was reported that there was severe resistance, something was blocking the stent. So the physician switched out the catheter for another of the same (details unknown). The customer says it looked like the stent had a tip even though it was not a tip, also it looked like there was no stent. It was also reported that the stent device did not make it out from the catheter. The stent was exchanged out for another enterprise stent (details unknown), successful stent assisted coil embolization was completed using 12 coils and 1 stent. There were no adverse events, patient was reported to be fine. The patient was reported to have an aneurysm of size 1.5 mm. The surgery was not delayed due to the reported event. It was initially reported that the products will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. There were no damages noted on the stent or microcatheter. The vessel was not calcified and moderately tortuous.